Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: dates unknown. Date range 28th april - 28th may 2026. Section d4 - catalog #: partial number indicated since the serial number was not provided. Section d4 - expiration date, UDI #, serial #: unknown/not provided. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. No serial number available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of several gib00 model cartridges cracked during intraocular lens (iol) implantation. There was no further information regarding event dates or serial numbers or number of devices involved. The patient status was good. No further information was provided.